Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing)/2367 alarm, which occurred on the homechoice (hc) during use. The patient was not connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. Proper disconnect procedures were not used and the patient reconnected. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to use proper disconnect procedures when temporarily disconnecting from therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.